Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. One device was returned for evaluation. Visual inspection was performed, plugged the power adapter into an outlet to charge a known good test solis pump. Functional testing was not performed. The testing could duplicate the customer reported problem. The root cause of the issue was determined as wear and tear on power cord. A replacement was processed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was not charging due to internal breaks inside likely in the cable, some has problems charging for short time then shut down. There was no patient involvement, and no patient harm/adverse event reported.